Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b5 - event description updated, g4, g7, h2, h10.

Event description:
The hospital reported that during a coronary artery bypass procedure, using acrobat-I stabilizer. The buckle of the holder base is broken so it can't be fixed to the sternum blade which made it unusable. The same product was replaced to complete the operation without causing any harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, using acrobat-I stabilizer . The buckle of the holder base was broken, which made it unusable. Replaced the same product to complete the operation without causing injury to the patient.

Manufacturer narrative:
Tw# (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The buckle of the holder base is broken so it can't be fixed to the sternum blade which made it unusable. The joystick is in the anterior descending branch position. The same product was replaced to complete the operation without causing any harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID:(B)(4). Corrected: manufacture site corrected to be suzhou, d10-device was evaluated by manufacture site. The investigation has been started since the complaint was received; the following contents have been conducted: 1. Analysis of production records (3331): the DHR have been reviewed, there¿s no deficiency identified from production relevant to the acrobat-I stabilizer mount damage prior to this complaint. 2. Trend analysis (4110): (B)(4). 3. Device has been returned to manufacture site of suzhou, the ¿date received by mfg¿ reflects the date of getinge becoming aware of relevant additional information as a result of finalizing the investigation into the issue, including device inspection. The evaluations for returned device are as following (4102, 4105, 4109, 4111): 1). Physical and dimension was checked following maquet drawing specification requirements. No deficiency or nonconforming to drawing specification was observed. 2). Retained samples were evaluated for the functional tests following product specification requirements and in process test procedures. All the tests passed without any failure. 3). Raw material (resin) was investigated by reviewing the raw material coa, ir spectra test, glass fiber content test, and tga+dsc test (by 3rdparty lab). There is no abnormal indicated. 4). Maquet assembly process was investigated including the pilot crimping assembly and stop bracket and lever grip assembly process where is suspected to be with risk of initiating external stress to the housing mount anterior portion. The review did not indicate any risk of maquet assembly process. 5). Sterilization process was reviewed which is suspected to be with risk to make the plastic part degradation, there is no abnormal for the irradiation dose and sterilization process of supplier, the 3rd party lab tga+dcs test did not observe the degradation as well. Sterilization is not indicated to be the root cause. 6). Solvent using was investigated including the processes of injection supplier, maquet, transportation and customer side. The evaluation did not indicate special solvent was used. 7). Storage and transportation environment was investigated, no abnormal was indicated. 8). Device locking mechanical was analyzed including the jaw locking force test, mount breakforce test, locking device evaluation. The result indicated the housing mount would be fractured by pulling with extreme high force, and locking device sharper edge marking was observed on the returned device, which would initiate higher stress to housing mount. The failure occurred during customer using, it cannot confirm if the procedure followed IFU or not. In the case unintended force or special shape of the device used during operation, the housing mount would be exposed to high external stress, which would contribute to the fracture. 9). 3rd party lab test was performed for evaluation of the plastic part fracture interface, degradation risk and residue internal stress risk. The result indicated there is residual internal stress on the plastic part. The high residual internal stress would be released under the impact of high external force and result in plastic part fracture during using. 10). Injection supplier investigation indicated, it is probable that there was injection molding temperature variation during manufacturing of this lot and result in high residual internal stress in the part. Summary: based on the investigation, the most probable root cause for the housing mount fracture at customer side, is residual internal stress in the plastic part released under the impact of high external force or variations of locking device during customer using and result in fracture. Since there is no impact or any harm to patient, and the occurrence rate is under the anticipated occurrence level, no fca is needed. Internal improvement for the reported/analyzed failure mode(s) is maintained under maquet's corrective action and preventive action system.